Manufacturer narrative:
Should additional information be received, another report will be completed.

Event description:
It was reported that the patient with this device passed away. The remote monitoring system had alerted the local physician of several error codes, after which time, it was learned that the patient was already deceased. The error codes recorded on the remote monitoring system were indicative of a high charge time out and low impedances during a shock delivery. Additionally, it was noted the device battery was at end of life (eol). Technical services (ts) was contacted for a data review. The field was notified that due to the depleted battery status, a full memory data review could not be performed and recorded episodes would also not be available, as the device only allows limited telemetry capacity. Engineering review was completed with the available information. This review confirmed a shorted lead fault code, in addition to the two fault codes of exceeded charge times and depleted battery. All error codes were generated on the same day and likely indicative of an activated plasma fuse on account of the shorted condition. Ts stated the device should be returned for analysis to confirm this condition; however it was reported that the family was not supportive of explanting the product. No lead information was/has been, provided at this time.